Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Additional information has been requested but not made available. Should additional information become available at the later time it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
Triathlon femur, tibia, and insert implants were extracted and replaced with triathlon ts to correct femoral and tibial alignment and add constraint. The primary femur and tibia components were malaligned in rotation.

Manufacturer narrative:
An event regarding malposition involving an triathlon insert was reported. Conclusion: the insert component reported in this investigation was explanted as the baseplate was being revised due to malposition. There is no indication or allegation that the insert contributed to the event. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Triathlon femur, tibia, and insert implants were extracted and replaced with triathlon ts to correct femoral and tibial alignment and add constraint. The primary femur and tibia components were malaligned in rotation.